Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the axios cautery did not work, and a little blanching of the tissue was noted. The procedure was completed using another axios stent. There were no patient complications as a result of this event.